Event description:
The pt complained of pain. It was discovered during surgery that the patella was cracked or delaminated. Revision of the patella was performed.

Manufacturer narrative:
Summary of evaluation: the patellar component cannot be evaluated for the reported wear as it has not been returned for evaluation but rather has been retained by the pt. The lot code has not been supplied so that a review of the device history record for this component is not possible. Attempts to obtain lot code info have been unsuccessful. No further action possible at this time. Should add'l info become available, this evaluation will be reopened.